Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'air in line' which were verified through a review of the event history log and reproduced during evaluation. The reported condition was verified. The cause was determined to be an out of specification ultrasonic sensor readings. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during preventive maintenance at the biomed service department. There was no patient involvement. No additional information is available.